Event description:
It was reported that during the implant attempt, the lead was measured through the analyzer, and exhibited good measurements. However, when the lead was hooked up to the device, the lead exhibited high thresholds. The lead was rechecked using the analyzer, and thresholds were acceptable. When the lead was reconnected to the device, the thresholds were once again high. The lead connector and pin were cleaned, but the thresholds remained high when measured by the device. The device and lead were not used, and another device and lead were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. No anomalies were found. The device was returned and analyzed. Analysis reported that the device failed final functional testing for rv output, all cross-chamber leakage tests, and iccd (in-can current drain) tests. It was also reported that the rv (right ventricle) set screw was missing.